Event description:
Client says she was going down a curb cut when she tipped forward. She says she was not wearing a positioning belt and she fell from the chair. She says her leg was broken in the fall.

Manufacturer narrative:
This chair was delivered as specified by the clinic. During inspection it was observed that the client's center of gravity was forward of the chair's center of gravity. It was determined that adjusting the seat depth to move the client back would help with weight distribution. Parts were ordered to do so.